Manufacturer narrative:
The technician found the side rail latch mechanism was dirty. The technician cleaned the latch mechanism to repair the bed.

Event description:
Information received indicates the side rail will not latch.